Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to shorted q6, q7, and q8 on the defibrillator pca and 5v, 3.3v, 1.8v, -5v on the computer/analog board. High voltage travelled to low voltage circuitry, thermally damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.